Manufacturer narrative:
The date is an approximate date. Only the month (B)(6) and year (2018) are known.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) reimplantation surgery six months after the previous aus was explanted due to erosion. The patient was re-implanted with an aus consisting of a 6.0 cm cuff, pump and balloon. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.